Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose over 600 mg/dl at the time of the incident. The customer was at 54 mg/dl at the time of the call. The customer was given insulin and electrolytes to treat. The customer experienced symptoms such as diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer reported that the pump was not working properly. Customer's levels went from 170 to 550 mg/dl and then to 570 mg/dl so they went to the emergency room. The insulin pump will not be returned for analysis.